Event description:
A prodisc-l was implanted at l4-l5. Pt has complained of chronic pain ever since. All x-rays appear normal and the implant does not appear to have failed in any way. Revision is scheduled and surgeon is planning a lateral removal. This is report #3 of 3 for the same event.

Manufacturer narrative:
This information was not provided on completed questionnaire received. Review of the manufacturing records for this lot found all parts met visual and dimensional requirements, and no non-conformities were found. Raw material records were reviewed for correct type, size, grade and shape, and no discrepancies were found. The material conformed to all dimensional, chemical content analysis and recertification specifications. Hospital for special surgery evaluated the device. Results are consistent with current investigations.